Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible between the 2cm and 3cm cut lines indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. For the second firing on the pulmonary artery the surgeon could not squeeze the handle at the central site of the staple line. He could not pull the black return knob back. The device was kept on the tissue and started stripping the other site off. During stripping, less than 200ccs of bleeding occurred. The bleeding was addressed by tachosil. The surgeon then removed the reload from the tissue using force and the tissue was slightly torn and bleeding. He temporarily ligated cut end of the pulmonary artery. The case was completed using a new device. There was tissue damage. Patient suffered a cerebral infarction the next day that the doctor commented was no related to this incident. The patient is currently in good condition.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. For the second firing on the pulmonary artery the surgeon could not squeeze the handle at the central site of the staple line. He could not pull the black return knob back. The device was kept on the tissue and started stripping the other site off. During stripping, less than 200ccs of bleeding occurred. The surgeon then removed the reload from the tissue using force and the tissue was slightly torn and bleeding. He temporarily ligated the cut end of the pulmonary artery. He resected the pulmonary artery again, completing the case using a new device. There was tissue damage.